Event description:
It was reported that during a gastrectomy the tissue pad was broken after 30 mins. Competitor device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.